Event description:
Complainant alleged that during a routine shift check by a clinician, the device's pacer output was not adjustable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty control switch on the control board. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.